Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.the device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to use error due to incorrectly connecting the tubing.

Event description:
On 10/20/2022, it was reported by a sales representative via (B)(4) that a ar-6413 tube sets pressure cartridge is malfunctioning. The pump races up to 1.5l/min from 0, they are not sure if others have experienced this but they switch the pump tubing and the issue was resolved. There was no patient effect reported.